Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
It was reported that there was leakage at the connection part between ch10 (chemoclave® bag spike) and ch3034 (bag spike adapter). The customer reported the leak occurred during an infusion of carboplatin. It was also reported that there was no patient involvement, adverse event or delay in critical therapy.

Manufacturer narrative:
No ch10 or ch3034 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
H10: the date the device was received by the manufacturer was 7/19/2019. The complaint of leakage was confirmed. Testing revealed that the spiros which is part of the ch3034 assembly had a misassembled half-seal which resulted in leakage at the half-seal to poppet interface. The probable cause is a misassembly in salt lake city.